Event description:
It was reported that a pump declared alarm 30 during the load process, and although the customer followed the proper steps to remove the used cartridge, the issue persisted. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump, which was out of warranty.